Manufacturer narrative:
The device was not returned and there was not lot information. We were not able to perform device inspection or device history record review in this case. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
A physician attempted arteriotomy closure using the starclose device after an interventional procedure. The vessel locator button would not stay down. Hemostasis was achieved with manual compression. There was no report of patient injury.